Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump suspended with a blood glucose of 160mg/dl and a sensor value of 40. It was also mentioned that the customer removed the sensor from the transmitter and the filament was very short. The product is not returning.